Event description:
During the device evaluation, the bronchovideoscope was found to have burn damage at the distal end. There were patients involved.

Manufacturer narrative:
Based on the completed investigation, the distal end burn is most likely attributable to the use of a high-frequency device without maintaining sufficient distance from the tip. However, the exact root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: 10.1 how to recognize and deal with anomalies should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.